Event description:
Account reports incidents in which during usage of a mcgaw protective needle, they experience incidents in which the sleeve stopper is separating during removal of the protective needle. Blood back-flow occurs. No pt compromise reported.